Manufacturer narrative:
The scd express was evaluated and the review showed that the unit had a damaged power cord, with copper wire was exposed. From the area in which the damage occurred it is possible this could be related to wear over time from the wrapping procedure of the cord around the bed hook. The cause of the reported condition for the damaged power cord was due to wear from potential wrapping technique overtime. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 06/06/2017. Upon triage the technician found unit to have a damaged power cord with exposed copper wire. Initial visual inspection found some of the twisted cable inside power cord to be torn off in two pieces. Also copper wire was exposed and could be seen via the naked eye. The power cord will be replaced and the unit will be processed as per the factory service procedures.

Event description:
The customer reports the unit is not working and needs repair. Upon triage the technician found unit to have a damaged power cord with exposed copper wire.